Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The reported event was not confirmed as related with the manufacturing process. A visual inspection was performed and it was observed the cuff presents a small cut. An inflation/deflation test was performed, air was applied to the cuff using a syringe and it was observed the cuff deflated after a minute. The operator inspects for no leaks and segregates the defective parts. Instructions for use (IFU) information stated that each tube's cuff, pilot balloon and valve should be tested by inflation prior to use. If dysfunction is detected in any part of the inflation system, the tube should not be used and should be returned. Do not overinflate the cuff. Ordinarily, the cuff pressure should not exceed 25 cmh20. Overinflation can result in tracheal damage, rupture of the cuff with subsequent deflation, or in cuff distortion which may lead to airway blockage. Various bony anatomical structures (e.g., teeth, turbinates) within the airway or any intubation tools with sharp surfaces might jeopardize cuff integrity. Damage to the thin-walled cuff during insertion will subject the tient to the risk of extubation and re-intubation. If the cuff is damaged, the tube should not be used. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device had cuff leakage. It was reported that when the cuff was inflated and placed it in water, bubbles were found coming out of the cuff and confirmed that the was a pinhole. There was no patient involvement.